Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube not plugged into interface board. Unable to perform operating currents due to blank display. The insulin pump was received with minor scratches on lcd window. The insulin pump was received missing end cap sticker, cracked case at reservoir tube window corners and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The customer reported a small crack on top of the battery compartment of the insulin pump. The customer also reported that the insulin pump had a blank display. The customer also reported that changing the battery of the insulin pump would allow the display of the insulin pump to return. The blank display on the insulin pump has been recurring for almost a month. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.